Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 32 mg/dl. Customer was found unconscious and treated their low blood glucose via food and glucose tablets. Customer advised their caregiver found them unconscious and that they had issues reading the screen of the device. Customer advised they paramedics arrived at their home and made sure the patient's blood glucose levels came to a normal range. Customer declined to troubleshoot for low blood glucose levels. Customer was advised to monitor their low blood glucose, monitor the device and call back if issues persist.